Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/04/2017. Device returned to manufacturer ¿ yes. Device evaluation: a manufacturing record review could not be conducted as the serial number was not provided. The device was returned to the manufacturer. Device inspection was performed and visual inspection shows that the product was return was only one half of the lens. Visual inspection at 10x microscope magnification was performed. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. During sample evaluation the half of lens was observed clear as expected in the silicone material for multifocal iols. No opacities, calcifications, or unclear sections were observed in the returned sample. The complaint issue of ¿inclusions¿ could not be verified in the returned sample. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The exact date of onset of symptoms is unknown. The exact date of implant is unknown only year 2000 was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that an array multifocal model sa40n intraocular lens (iol) was explanted from a male patient¿s right eye (od) as there was anterior haze centrally noted on the iol in the od that was about 1.5 mm in diameter. It was noted that both iols that were implanted had 1-2 degrees of posterior capsule opacification (pco). The surgeon noticed the amo array lens implanted in 2000 had opacified central button and significant posterior capsular scarring. The patient had a post op exam on (B)(6) 2017 and his chief complaint was of blurry vision. The patient commented on trouble seeing while driving and playing golf. It was also noted that the patient had retinal scar since childhood and was using allergy drops for pre-existing condition. On (B)(6) 2017, the patient went back to the doctor again and this time claimed that they cannot see. However, ucva was 20/20 on the right eye. On (B)(6) 2017, the right (od) iol was explanted because of the anterior haze centrally in iol. No incision enlargement, no vitrectomy, no sutures done, no patient post-op injury. The right iol was cut in order for it to be removed and replaced with a z9002, 17.0 d. There is no haze in the left (os) iol hence the left iol is not explanted; however, there¿s a plan to do a yag on both pcos in about 1-3 months depending on patient healing. No additional information was provided.